Event description:
It was reported that a patient's insertable cardiac monitor was unable to send a remote transmission due to unspecified out of range parameters. In the following days, another transmission was successfully sent and parameters showed within normal limits. No additional intervention was performed. The patient was stable.